Event description:
The facility representative contacted baxter to report an incident of the white fill port cap disconnecting from the housing of an infusor. The infusor was filled with physiologic solution and 5-fluorouracil. This incident occurred before the product was connected to the patient. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The actual device is not available to baxter for evaluation.